Event description:
It was reported that a 47-year-old caucasian female who underwent an unknown breast surgery with a mentor memorygel, 475cc, silicone breast implant experienced right-sided capsular contracture grade IV post procedure. The issue was diagnosed through physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 27, 2022 indicated that the patient experienced bilateral capsular contracture grade IV. As a result patient underwent left side partial capsulectomy, and anterior capsulorrhaphy, and right breast capsulorrhaphy inferior and lateral on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devices' image evaluation completed on october 25 , 2022: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 8, 2022 indicated that the patient also experienced rupture. The rupture was discovered during the surgery. As a result patient underwent bilateral replacement with non mentor devices on an unspecified date. Reason for device explant and/or reoperation: rupture, cap con IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated devices' photo evaluation completed on december 14 , 2022: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).